Manufacturer narrative:
The system history review shows that the laser was verified successfully prior the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows that the energy stayed stable in the expected ranges during the complete day. No technical problem can be identified. Patient data review states that the origin of the swirl pattern cannot be traced back; it is unlikely the device caused the pattern as the laser is working with a line scan and not a spiral scan; it is assumed that the origin of this pattern is of other nature. Further information on patients history was not received but requested. The sticky flap can be caused by using the standard energy settings for this relative thick flap (170um) but should only be used for a normal flap (120-130um). Using the standard settings for a thick flap is making the cut and disruption less effective. No other abnormalities found during review. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A doctor reported a distinct "swirl" pattern was noticed in the stromal bed after corneal flap creation of the left eye. Reporter indicated there was three attempts to obtain a good suction prior to flap creation. After the flap completion, there was no opaque bubble layer (obl), and a very small amount of blood at the canal. The doctor felt this flap was very sticky to open, but it was eventually lifted and patient subsequently had a presbyopic inlay placed over the pupil. Upon follow up, the reporter indicated the patient did well at first day post op.